Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerve stim. It was reported that the patient had an MRI around 2 weeks ago and now they are seeing a call your doctor screen. The patient could not recreate the code on the call so the letters were unknown. The patient also stated that they think that it is no longer working as they cannot communicate or feel it. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.